Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information. Customer provided some information on the reprocessing method. During pre-cleaning, rinsing is performed for the air water channel and auxiliary channel. Detergent used is sekusept aktiv 64g. During manual cleaning detergent used is sekusept aktiv 66g. Brushing is performed for the suction channel, suction piston, suction access port, and distal end at elevator.

Event description:
As reported by the customer for this event, despite repeated sample testing the device did not pass the hygiene culture test. There is no reported harm to any patient.

Manufacturer narrative:
Correction to h3 and h6, the subject device was returned and an evaluation completed for it. This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus sent the subject device to a third party for culture testing and the users complaint could not be confirmed. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. No hygiene relevant germs were found. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: ¿ connector --- leak. ¿ insertion part --- distal end --- distal end cap cover (c-cover) -- - insulation < threshold. ¿ insertion part --- charged coupled device (ccd)-unit --- ccd cover lens --- scratched. ¿ insertion part --- distal end --- c-cover -- - cracked. ¿ insertion part --- bending tube --- deformed. ¿ insertion part --- bending tube --- metal braid --- cutting wire. ¿ insertion part --- connecting tube / passive bending --- scratch. ¿ insertion part --- connecting tube / passive bending --- wrinkle. ¿ insertion part --- connecting tube / passive bending --- snakiness. ¿ control unit --- grip unit --- scratched. ¿ control unit --- scope body --- scratched. ¿ control unit --- scope cover --- scratched ¿ control unit --- air /water nut --- painting peel off. ¿ control unit --- suction cylinder nut --- painting peel off. ¿ control unit --- flow knob --- scratched. ¿ control unit --- right left knob --- painting peel off. ¿ control unit --- up down knob --- painting peel off. ¿ control unit --- stiffness control --- worn. ¿ control unit --- color ring --- discolored. ¿ universal cord --- buckles. ¿ connector --- plug unit --- dent. ¿ connector --- air/water separator --- defective thread. ¿ control unit --- angulation --- less or specified value. ¿ control unit --- angulation --- play. ¿ control unit --- coupling plate --- damaged. ¿ control unit --- guide plate --- deformed. ¿ control unit --- wire stopper --- came off. ¿ insertion part --- connecting tube / passive bending --- stiffness control --- out of specified value. ¿ insertion part --- distal end --- biopsy channel --- incised, cuts. ¿ adhesive around light guide lens worn. ¿ adhesive around objective lens worn. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.